Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and a pinhole near the marker was noted. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.